Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 197 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.